Manufacturer narrative:
The product will be returned for analysis, but it has not been received to date. Additional information will be submitted within 30 days of receipt. Concomitant medical products and therapy dates: enterprise vrd and delivery (enf452212/10247692); new microcatheter (details unknown). This is 1 of 2 reports associated with (B)(4).

Event description:
The enterprise stent (enf452212/10247692) would not advance in the prowler select+ str microcatheter (606s255x/15964784) after insertion into hub. There was no adverse event reported and the components will be returned for analysis. The stent and microcatheter were removed together as a unit. There were no damages noted on the stent or microcatheter after use. An adequate continuous flush was maintained through the microcatheter. Another microcatheter (details unknown) was used to complete the procedure. The target vessel was lt. Ica which was tortuous but not calcified.

Manufacturer narrative:
The enterprise stent (enf452212/10247692) would not advance in the prowler select plus str microcatheter (606s255x/15964784) after insertion into hub. There was no adverse event reported. The stent and microcatheter were removed together as a unit. There were no damages noted on the stent or microcatheter after use. An adequate continuous flush was maintained through the microcatheter. Another microcatheter (details unknown) was used to complete the procedure. The target vessel was the left internal carotid artery which was tortuous but not calcified. A non-sterile select plus 150/5 cm microcatheter was received coiled inside of a plastic bag. The microcatheter was inspected and it was found with a compressed section. No damages were noted on the hub. The device was inspected under microscope; compressed section was noted in the distal end tip. The ID of the microcatheter was measured and was found within specification. Functional testing was performed according to procedure. The microcatheter was flushed using a lab sample syringe (nipro) and after that a 0.018" guide wire cordis lab sample was introduced into the microcatheter and it advance smoothly until the microcatheter's distal tip where slight friction was felt when the guidewire was passed through the compressed sections found on the microcatheter. However the guide wire passed totally the microcatheter. The concomitant enterprise stent was received deployed without the delivery wire or introducer; therefore, a lab sample enterprise was introduced into the microcatheter and it was advance smoothly until the microcatheter's distal tip and did not pass through the compressed section. The enterprise was removed from the microcatheter. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported event. The microcatheter lumen was not occluded; however, resistance with insertion of concomitant devices was confirmed with functional testing and was due to a compressed area at the distal end of the microcatheter. The timing and cause of this compression as related to procedural use cannot be determined; however, it may have contributed to the reported event if it was present during attempt to insert the enterprise vrd. If it was present prior to use, it would likely have caused resistance during initial placement of the microcatheter over a guidewire prior to attempt to advance the enterprise. Based on the analysis and the device history records review there is no indication that the reported event is related to the manufacturing process. Additionally inspections are in place to prevent devices with this type of damage from leaving the facility. Therefore no corrective actions will be taken at this time.